Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Crease/folding of implant: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade unknown. Crease associated with hole observed, during surgery via rga. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Crease associated with hole observed during surgery via rga. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.